Event description:
It was reported that prior to starting a da vinci si surgical procedure the jaws would not open on a prograsp forceps instrument. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The grips and grip cables were not damaged upon visual inspection. The grips could open/close when inputs were manually rotated. Additional observation not reported by the site was a broken pitch cable. The pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. (B)(4). The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.